Manufacturer narrative:
The insulin pump was received with critical pump error alarm during self test, problem isolated to mother board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted during testing.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 121 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.